Event description:
A report was received that the patient was experiencing pain with scs system turned on and off. The patient will undergo a revision procedure wherein two leads will be added and the ipg will be replaced to address patient's pain issue.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2366-70 serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain with scs system turned on and off. The patient will undergo a revision procedure wherein two leads will be added and the ipg will be replaced to address patient's pain issue.